Event description:
It was reported that the charger for an ilet pump showed a steady green light that began blinking and then shut off, and after approximately an hour on the charger the pump¿s charge decreased, consistent with a charging problem involving the battery charger component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.